Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of misaligned grips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side-to-vertical misalignment of the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not clip and lock. Multiple attempts were done, but it did not work at all. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and had no damage. The customer reported issue occurred while clipping a tissue. The clip did not work. The customer tried it a couple of times and replaced the clip and tried it again and it was still unsuccessful. The green hem-o-lok clip was used. The customer then grabbed a backup clip applier instrument, and the procedure was completed robotically.